Event description:
The patient experienced a loss of stimulation sensation when he stood or moved a certain way. This issue began after a fall a month ago. He had episodes of his legs getting weak and falling. He was reprogrammed on tuesday which resolved the problem for a day and a half but the issue had returned. It was noted that the lead may have "dislocated" because the patient had to put his hand on the neurostimulator to get it to work. The patient had the device turned off. Additional information was requested.

Manufacturer narrative:
(B)(4).